Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the implantable pulse generator (ipg) patient that they experienced pounding sensations in their chest and an external heart monitor reported their heart rate was above 200 beats per minute. It was further reported by the patient that they suspected the device was not reporting atrial arrhythmia and not mode switching appropriately. The device remains in use. No further patient complications have been reported as a result of this event.